Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received multiple inappropriate shocks due to an increase in impedance, noise, and a lead fracture. It was also reported that the patient was undergoing chemotherapy for cancer. The lead was explanted and replaced. No further patient complications were reported as a result of this event.